Manufacturer narrative:
The following fields were updated due to corrected information: h.6. Imdrf annex g grid: g0600601 needle stick prevention mechanism. H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, 30 retention samples from bd inventory were evaluated by visual functional testing and the issue relating to defective locking mechanism and broken pivot shield was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. While bd was unable to confirm this complaint for the indicated failure mode defective locking mechanism and broken pivot shield, bd has initiated further root cause investigation relating to the issue of defective locking mechanism through CAPA#1465371. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced the hub separating from the device. The following information was provided by the initial reporter. The customer stated: on a vacutainer venous puncture, the user states the product came apart at the end of the pink site.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced the hub separating from the device. The following information was provided by the initial reporter. The customer stated: on a vacutainer venous puncture, the user states the product came apart at the end of the pink site.